Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. One unpackaged ar-9597-20, serial/batch number 37622112, was received for investigation. Visual evaluation found that the reamer ar-9676 was received stuck inside. The shoulder of the ar-9676 is sitting flush against the sleeve. Multiples discoloration spots were observed on the device' shaft. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
On 2/2/2023 it was reported by a sales representative via sems that the following devices are stuck together and won't come part, ar-9597-20 and ar-9676. This was discovered during a procedure with no patient harm.